Event description:
Device rec'd from the USA for service. During service, the device was found to be producing excessive heat. It is unk if this event occurred during surgery. It is unk if any injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. During service, the device failed the temp test. If add'l info becomes available, a supplemental report will be sent.